Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer¿s blood glucose level was 217mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change but alarmed occurred during normal use. The customer also stated that the alarm was reoccurring during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected restart alarm noted. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within spechttp://emdr.FDA.gov/emdr/formredaction/ifications.